Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). During today's call, the pt reported they have been having some real bad problems with their back where a MRI is needed. Pt stated they had back surgery in (B)(6) & (B)(6) of 2022 and they are now having more pain (middle of back) than before the surgery. Original pain began around (B)(6) 2022 according to pt. Pt commented they had not made their hcp aware of situation because they had not seen hcp in over a year. Pt mentioned they were told they had degenerative disease affecting l3-l4. Pt stated hcp did additional surgery where hcp went in where the cage & ins was implanted to remove the cage but there was a major blood vessel discovered running across it so nothing could be done. Pt added the surgeon "shoved some kind of triangle type disc between then disc saying they laid down and now can't get up w/o a walker." Pt remarked they ended up with a major infection, multiple system atrophy (msa), that had to be scrapped out and redo what had been done.  Patient service specialist (pss) walked pt through accessing/activating & deactivating MRI mode on pt controller (ptm). Eligibility screen displayed full body.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on (B)(6) 2023. The pt reported that the infection was due to their previous surgery and was not due to the device.